Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had to double press buttons to get them to function. It was reported that they had diminished battery life and rainbow effect on the screen and cracks on the face of the pump. The insulin pump will be returned for analysis.